Event description:
Hold for du/7/22 the patient tried dermabond and no wires were exposed from the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed the reported damage to the outer jacket of the pump cable; however, a specific cause for this finding could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B) (6), with no further related events reported at this time. The relevant sections of the device history records for (B) (6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that to avoid pulling on or moving the driveline at the exit site, the driveline must be stabilized at all times. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." The patient handbook further cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a superficial tear in the driveline for some time. Surgiflow was applied to the site back in (B)(6) 2025. The tear did not appear to have gotten worse. It was determined that the patient was allergic to their driveline as well as the material in the adhesives. The patient also had a chronic methicillin-resistant staphylococcus aureus (mrsa) infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.